Event description:
The patient received the scs trial lead on (B)(6) 2011. It was reported that the patient received inadequate stimulation in her neck and back and received unwanted stimulation in her arms and legs. On the night of the implant, patient turned off the stimulation due to a lack of pain relief before going to bed and woke up feeling nauseated and proceeded to vomit. The patient was referred to a physician. The trail lead was explanted on a later date. No analysis will be performed on the lead as the lead was discarded and will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.